Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was admitted into the emergency room for diabetic ketoacidosis and elevated blood glucose levels in the 500- 600's (mg/dl). The customer was treated with intravenous insulin, and released on the same day (B)(6) 2015) when conditions improved. No further information was provided on the reported issue.

Manufacturer narrative:
.